Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during dwell 5 of 5. The hp stated she was connected at the time of the alarm and the supply bag was empty. The hp stated there was only solution in the heater bag. The technical service representative (tsr) assisted the hp with troubleshooting and explained se 2240 indicates a large amount of air has entered set up. The tsr assisted the hp to clear the alarm. The hp confirmed she would finish therapy with a manual bag. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an intermate sv 100 device which was leaking from the blue winged cap was not confirmed nor duplicated during product evaluation. No signs of leak were observed during product testing. A potential cause has been identified for complaints of leaks involving the blue winged cap and luer body connectivity. Potentially, leaks from this area could by caused by material build up in the core pins, during manufacturing, causing surface roughness on the winged luer cap. This device is a single use device and will be discarded. A batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot. 3 intermate sv 100 devices, all lot # 10b033, were reported leaking from the blue winged luer cap. This medwatch is for device 3 of 3.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility reported to baxter that an intermate sv 100 device was found to be leaking from the blue winged cap. Therefore, the sterile fluid pathway was breached. This condition was discovered after the device was filled with a 50ml solution of cubicin and normal saline. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.